Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: please confirm: was there any bleeding? If yes, how was the bleeding controlled? Yes, there was bleeding. Bleeding was controlled by applying another clip. What amount of blood loss (mls) occurred? The amount was not noted. Was a transfusion required? No transfusion was needed. Was there any change to the procedure as a result of the event? No change was reported other than additional clip. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy the clip sprung loose after being applied. A new device was used to complete the case with no patient consequences.